Event description:
It is reported that the surgeon had difficulty inserting the articular surface into the tibial tray. The tray was broken during the extra attempts. The surgery was completed with a new tibial component and a new articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.